Manufacturer narrative:
(B)(4). Striae. Conclusion - customer is only reporting this event and did not request field service or clinical support.

Event description:
Customer discovered a slipped flap with striae on patient's right eye. A flap lift and rinse was performed.